Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation the monitor was unable to detect the electrode belt electrodes. The cause for the failure was isolated to an open driven ground resistor r781 on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open resistor. The pt received a repalcement monitor.

Event description:
A territory manager contacted zoll customer support to report that a (B)(6) male pt's monitor would not power on. The pt was issued a replacement monitor.